Manufacturer narrative:
(B)(4). Results: (stent graft misplacement), landing 1 cm short of the renal arteries). Conclusion: (landing 1 cm short of the renal arteries).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 10 cm abdominal aortic aneurysm, 1 month ago. Vessel morphology was reported as having a severely angulated aortic neck. It was reported that after deploying the pins, the graft was repositioned distally, landing 1 cm short of the renal arteries. However, due to the severe neck angulation, the graft could not be moved up proximally. There was no leak, but a cuff was placed proximally to get coverage closer the renals. No clinical sequelae were reported and the pt is fine.